Manufacturer narrative:
The device was explanted but not returned. The sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg site and was given IV antibiotics. The device was explanted and recent culture suggests that the patient no longer has the infection. There have been no reports of further complications regarding this event and the patient will discuss being re-implanted in the future.